Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient reported to animas that allegedly the keypad rubber over the ok button is ripped and lifting over the down arrow button. The patient states the down arrow button is intermittently unresponsive and that the tactile changes occurred before the damage to the keypad buttons. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: testing confirmed intermittent responses to the down and contrast keypad buttons. The up and ok keypad buttons responded appropriately to testing. The keypad cover was observed to be torn around the down button and across the ok button, exposing the button contacts. The keypad cover was removed to check the condition of the button contacts and contamination was observed under the contacts of all buttons. Unrelated to the initial complaint, the display screen was observed to be dim and discolored at the maximum contrast. The dim display was replaced with a test display and contrast returned to normal. Inspection revealed a battery compartment crack below the finger pad extending down to the primary seal. There was no issue with loss of power and no evidence of moisture damage in battery compartment observed. Audible alarm testing was prohibited due to a damaged bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.